Event description:
A sodium (na) result of 140 mmol/l was obtained on a patient sample on an atellica ch 930 analyzer. This result was reported to the physician(s) and was not corrected. On the subsequent day, another sample that was collected at the same time of collection as the initial sample, from the same patient, was processed on an alternate atellica ch 930 analyzer. The result obtained on the latter sample recovered higher than the initial result. Siemens is filing this report in an abundance of caution as the customer did not consider the initial nor repeat result to be discordant. There are no known reports of patient intervention or adverse health consequences due to the different na results.

Manufacturer narrative:
The customer contacted siemens customer care center. The customer indicated that all levels of quality controls were in range at the time of sample run. There were no system errors observed. A customer service engineer (cse) was dispatched to the customer's site. The cse investigated the instrument, performed auto check and found reagent arm 2 level sense errors. The cse found issues with drain valve v10 and reagent arm. The cse replaced drain valve v10, reagent arm and reagent probe. To confirm proper operation, the cse performed auto check couple of times, which passed successfully. Siemens further investigated the issue and could not rule out sample integrity or preanalytical variables as potential cause of the event. The instrument is performing according to specifications. No further evaluation of this device is required.